Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages/ gel leak) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the electrode belt was a broken j501 component the belt node pca board. The root cause for broke j501 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.